Manufacturer narrative:
A ge svc rep performed an on site investigation. The extended exposure feature on the system was enabled. Per customer request, the svc engineer disabled this option. Also, the generator interface board was replaced. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported after release of the fluoroscopy button, the system continued to produce x-ray. No reports of pt or staff injury.